Event description:
The customer stated that she tested her blood glucose using a contour meter and another meter (brand unknown). The contour meter read 285 mg/dl compared to the other meter which read 134 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.

Manufacturer narrative:
The customer was unable to read the lot # on the bottle of test strips. As a result, it was not possible to determine the manufacture date.